Event description:
The customer reported that the control-iq system was not adjusting insulin delivery as anticipated, resulting in a low blood glucose level of 37 mg/dl. There was no assistance required from a third party as the customer consumed carbohydrates to address the low blood glucose. Technical support provided education on how control-iq functions, explaining its predictive capabilities and the importance of correct total daily insulin (tdi) and weight settings. The customer acknowledged the information provided, but there was a noted discrepancy in the programming of tdi and weight, which contributed to the issue.